Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse verified the issue on the error log and was able to reproduce the error. The fse noted no wash was being dispensed by the probe. The fse replaced the 3-way valve for probe 1 and resolved the issue. Instrument validation was completed and quality control (qc) results passed within the published ranges. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 29jun2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2239] bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The most probable cause of the reported issue is due to a faulty 3-way valve.

Event description:
A customer reported receiving error message 2239 bf probe 1 purge failure while operating on the aia-900 analyzer. The customer first received the error when turning off the analyzer and performing maintenance on the bf probes. When the analyzer was turned back on, the customer attempted to prime the wash but continued to get the error. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of follicle-stimulating hormone (fsh), prolactin (prl), beta-human chorionic gonadotropin (bhcg), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.